Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increasingly high pacing thresholds and shock impedance measurement after approximately 14 years of being implanted. A revision procedure was performed . The lead was surgically abandoned and replaced with an alternate. No additional adverse patient effects were reported.